Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit was loaded into hall micro 100. It was tested by the surgeon and it immediately whipped, and broke flying across room. The scrub nurse did not have the drill guard in place. The event occurred during surgery. There was no immediate patient harm. There was about a 3-5 minute prolongation of the surgery, while another drill and drill bit was found, thinking the machinery could have been faulty. The issue was no drill guard fitted with the longer drill bit. This was possibly a scrub nurse error. Fragments were retrieved and will be returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history has been requested. Placeholder.